Event description:
Caller reported that a malfunction occurred on the pump following multiple cartridge alarms. There was no adverse impact on the customer's blood glucose level, which remained within an acceptable range. Customer was instructed by technical support to revert to using the omnipod as backup therapy while the pump is being replaced. A replacement pump with updated software will be dispatched, and the caller acknowledged receiving instructions on how to manage the transition, including returning the malfunctioning pump to tandem.